Event description:
A malfunction was reported on a pump, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, while declining to resume insulin during the call.